Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned and the integrity of the entire cuff line/system was evaluated for presence of leaks). No leakage was observed on the cuff, inflation line, pilot line, or any of the connections. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "patient was intubated on friday evening, tube placement confirmed. Later there was found a gross leak around vent cuff causing alarm. Patient had tube exchanged and was given more sedation. Once tube was removed it was checked after extubation. Cuff re-inflated and it was determined there were no leaks. Thought was that tube previously not inserted far enough in airway or other physician related cause. No injury to patient." (B)(4).